Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was around a patient and attempted 2d imaged but it would not work. Representative unplugged and replugged the hand switch. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to a and b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version #: 4.3.0; product ID: bi71000180, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that it was thought that the reported issue was due to the account not practicing proper operation of the imaging system. The logs showed the machine was not being powered down after use and was left running for 24 hours +. Once the machine was rebooted everything worked as intended. Additional information was received stating that the manufacturer representative was able to access the machine and pull logs. It showed that the site hadn¿t been turning the machine off after use and was running for 24hrs +. After a reboot the machine worked as intended. The logs showed the rotor motion controller wasn¿t responding correctly initially when trying to take a 2d exposure. After reboot the controller responded correctly and it worked fine for the remainder of the case. No further issues noted in the logs. Machine works as intended.

Manufacturer narrative:
The previous supplemental report was submitted with the wrong date and the correct aware date is 2025-jan-21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that it was not a software issue. Complaint data analysis found the event was due to a hardware issue as per salesforce. Logs shown they haven¿t been turning the machine off after use and was running for 24hrs +. After a reboot the machine worked as intended. The logs showed the rotor motion controller wasn¿t responding correctly initially when trying to take a 2d exposure. After reboot the controller responded correctly and it worked fine for the remainder of the case. No further issues noted in the logs. Machine works as intended. Software functioning as designed. B01, c19, d14 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.